Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The premarket ID is k163194. This number correspond to a new device, which has not been updated in the software system used to send the report to FDA, because of that the g5 field is empty. In addition, we are already working on the update of this code on the software system of the company.

Event description:
(B)(4)¿ the dentist reported that 4 months after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. No further information was provided.